Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted a error code(s) 53, 12, 63, 55, 24, 7, 65 and 66 logged and dust contamination. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.